Event description:
A malfunction alarm was reported by the customer, identified by malfunction code malf 0, which did not adversely impact the customer's blood glucose level. Technical support provided assistance with resetting the pump, successfully resolving the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the problem reappeared, which the customer understood and acknowledged.